Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer¿s blood glucose level was 444 mg/dl. Customer¿s also specified other relevant blood glucose level was 160 mg/dl and 360 mg/dl. Customer treated with insulin pump. Customer also complained for change sensor. The product will not return for the analysis.